Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The reason for call was the patient reported that the ins was turning off on it's own. The caller indicated that the patient has had this experience since (B)(6) 2020 when the device was implanted and it has been getting worse over time. The caller also indicated that prior to calling technical services (tss) the caller was in a clinician programmer session and the device was on when it was interrogated, the patient then noticed that the ins turned off, and the caller noticed that stimulation was off. The caller indicated that the patient was not around any emi fields or magnets that may have turned the device off. Tss reviewed that magnets would not cause the ins to turn off. The caller reviewed the stimulation usage diary which showed that the stimulation was used from apr 21 2021 to 12 may 2021 and then stim was turned off on (B)(6) 2021 and remained off until (B)(6) 2021. T he caller indicated that the patient did not know that the ins was off for this period of time until they felt their pain increase and then went to charge the ins. The caller indicated that the patient does typically feel stimulation while stim is on but it may be programmed to a low level. The patient described a scenario in which they noticed that stimulation was off because they had an increase in pain and when they attempted to charge the ins was off. The clinician tablet showed that the ins was last charged on (B)(6) 2021 for 46 minutes at it was charged to 80%. The issue was not resolved through troubleshooting. Tss reviewed the patient keeping a log of times at which they notice the ins is turned off. The caller will review information with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the cause of the issue was undetermined. The rep interrogated the ins and called technical services on (B)(6) 2021. The issue was not resolved. The rep asked the patient to keep a detailed diary if it happened again.